Event description:
It was reported that a patient underwent an eversion endarterectomy on an unknown date. The suture was used for suturing of the internal carotid artery. On the second post op day the patient developed massive bleeding into the neck. The patient was taken to the operating room for revision surgery. During the procedure it was noted that the knot had come undone. The surgeon performed secondary suturing and connected the loose ends of the suture. Additional information requested.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ble719, mfg date: 10/01/2009, exp date: 07/31/2014. Batch bkp911, mfg date: 09/01/2009, exp date: 07/31/2014. Batch bmp343, mfg date: 11/01/2009, exp date: 07/31/2014. Batch cjb860, mfg date: 08/01/2010, exp date: 07/31/2015. Batch dbb809, mfg date: 02/01/2011, exp date: 01/31/2016. Batch dje942, mfg date: 08/01/2011, exp date: 07/31/2016. Batch djr501, mfg date: 08/01/2011, exp date: 07/31/2016. Batch dmr536, mfg date: 11/01/2011, exp date: 07/31/2017. Batch eap626, mfg date: 01/01/2012, exp date: 01/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - knots untying post-op. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch eep652, mfg date: 05/01/2012, exp date: 01/31/2017; batch dhb126, mfg date: 07/01/2011, exp date: 07/31/2016; batch ece855, mfg date: 03/01/2012, exp date: 01/31/2017; batch edb577, mfg date: 04/01/2012, exp date: 01/31/2017; batch ecb183, mfg date: 03/01/2012, exp date: 01/31/2017; batch eae138, mfg date: 01/01/2012, exp date: 01/31/2017; batch ckp045, mfg date: 09/01/2010, exp date: 07/31/2015; batch cmb338, mfg date: 11/01/2010, exp date: 07/31/2015. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05695. The same patient is represented in each medwatch.